Event description:
Customer reports unwinding between connection of the primary tubing and the secondary set. They state the secondary tubing fell completely off with leakage of medication onto the floor. This occurred in the emergency room. No report of pt harm or medical intervention. Although requested, no add'l pt or event info was provided.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported unwinding between connection of the primary tubing and the secondary set because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.